Event description:
In may 2002, during a follow-up appointment with the patient, the surgeon noted that he could visualize the electrode lead in the patient's middle ear. Surgery was scheduled to reposition the electrode lead. The next month, the surgeon successfully closed off the external auditory canal to prevent infection from setting in. It is believed that the electrode array was not disturbed during surgery. The ics and electrode remain implanted. At this time, the surgeon also performed surgery to implant the patient on the contralateral side.